Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t wave oversensing in alternate vector, resulting in 2 inappropriate shocks to this patient. This patient was in the emergency department of the hospital. The field representative reprogrammed to the primary vector which appeared much cleaner. Smart charge feature was extended to 5 seconds. The field representative noted this patient had not had their s-ICD interrogated since the original implant, 5 years prior, so this s-ICD received a software update in addition. This s-ICD remains in service. No adverse patient effects were reported.